Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient reported that for the past 4-5 months, it took forever for the handset to connect to the pump. The patient stated that it took 2.5 to 3 minutes to connect with the pump and the percentage got stuck at 90%. The patient mentioned that when they travel, they have seen a red screen with a code on the handset and the handset takes long time to connect. The patient also mentioned that they charge the communicator once a month but charge the handset every day. The agent reviewed device function and best practice for charging the devices. The agent recommended taking note of the code or message seen on the handset and calling back for assistance if necessary. During the call, the agent assisted the patient with clearing data from the handset after which the device connected very fast to see the bolus request screen. The troubleshooting steps taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type: software, section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient (pt) reported that they called about this same problem as before because when they request a bolus, a lot of times the handset screen says application restarting due to system error service code: 156. Pt said they had to go through boot up to connect and when they request a bolus, that takes 5 or 6 mins without doing the first part where it didn't restart properly that takes 3 or 4 mins. Pt stated as times goes by it's getting longer and longer. Agent reviewed information. Agent walked the patient through clearing the data and had them connect to myptm app. Pt confirmed that they were able to connect without lag. Agent reviewed best practices. Troubleshooting steps taken on the call resolved the issue.